Event description:
It was reported that the device had tamper seal - broken. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper seal- broken was confirmed. On 28-august-2025, lvp was received unboxed and with paperwork. Unit passes asm functional testing, no other issues noted. External inspection revealed the tamper seal was damaged. Root cause: the tamper seal had been damaged because it was installed too far forward on the bezel. Workmanship at bd. Recommend bd san diego repair center replace the tamper seal. Unit will be re-tested by bd san diego repair center after repair is completed, then routed through their normal processes. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.